Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The air cylinder yoke was replaced, and the unit was returned to service.the customer contact informed ge healthcare that the hospital does not have patient information for the reported event.

Event description:
The hospital reported that, at the start of a case when clinician switched to mechanical ventilation mode, the ventilator did not start. The clinician reportedly switched to manual mode and bagged the patient while the machine was replaced. There was no reported patient injury.